Event description:
The customer reported the subject device was exhibiting forceps/instrument channel issues. The reported issue was identified while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. In addition, forceps could not be passed through the instrument channel due to plastic material found inside the channel. This report is being submitted for the malfunctions found during evaluation of the device (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The plastic material found inside the channel was removed during the incoming inspection. No deformation or blockages were found inside the channel after removal of the plastic material. In addition, service found there was a leakage due to pinching on the bending section cover, the adhesive on the bending section cover was detached, the bending angle in the right direction was out of specification due to wear of the angulation wire, and the water removal ability was out of specification due to the clogged nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a foreign material on the forceps elevator most likely due to the nozzle being clogged from insufficient cleaning and/or handling problems. The specific root cause of the clogged nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. There was no patient involved as this event was found during reprocessing.